Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they reconnected ferrite cable into power supply connector for error 571.6241. Replaced broken front case and right iui, contaminated left iui and worn etco2 door. Based on the findings, service determined that the proximate cause of the reported issue was due to loose connector cable. Device history review a review of the device history record for sn (B)(4) was performed from 09/25/2015 to 12/15/2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there were alarm - error codes / messages. There was no patient involvement.